Event description:
Caller alleged discrepant results compared with the lab and the coaguchek meter. Results as follows: date: (B)(6) 2012. Inratio: 2.2, coaguchek: 2.1, lab: >17.0. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, vna tested pt on coaguchek and obtained a 2.1 inr. Pt came in the office a few hours later with a bloody nose, tested using an inratio meter and got a result of 2.2 inr. Customer sent pt to the hosp due to the bloody nose. Venous draw was done a few hours later (no exact time) and result was >17.0 inr. The pt was subsequently hospitalized.

Manufacturer narrative:
Investigation pending.